Event description:
It was reported that the customer went tot the emergency room due to high blood glucose of 601 mg/dl and diabetic ketoacidosis. The customer was treated with humalog insulin every two hours. The insulin pump was removed prior to being admitted. The customer stated that they had not been using the insulin pump since (B)(6) 2014 due to a button error alarm, which they had reported. The customer stated being disconnected from the insulin pump was the cause of their high blood glucose incident and of the hospitalization. The customer was using novolog in the insulin pump at the time of the button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-95128.